Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was at home with multiple yellow wrench alarms on battery power and heard unusual noises coming from the pump. After the noises a red heart alarm occurred. The patient was brought to the hospital were waveforms and a vent filter were obtained to send to the manufacturer for analysis. The patient continued to have alarms for power limit advisory and several short red heart alarms for low beat rate. The patient had been running at pump rates of 65 to 75bpm. The vent filter analysis showed that some fluid had entered the vent port and possibly the motor housing. The patient remained in hospital for several weeks, due to fear of pump stoppage. The patient ended up having a punmp replacement on 10/07/2005. The pump was returned to the manufacturer for analysis.